Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is lymphadenopathy.

Event description:
Patient reported right side "swelling in glands with discomfort". Patient additionally reported "pain and redness in both hands/palms", "soft tissue and fatty areas of below joints are hot and sore"; these events are not related to the device. Device remains implanted. This record is for the right side.